Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed that system controller (B)(6) was first connected to the driveline on (B)(6) 2025, indicating a system controller exchange occurred at this time. Atypical power cable disconnect alarms were then noted in the log files, followed by the system controller (B)(6) being disconnected from the driveline, indicating a second system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm occurring on 04mar2024 was confirmed via the log file. The log file captured an atypical power cable disconnect alarm on (B)(6) 2024, and the system controller was also observed to have been put into use on this date. The alarm correlated to the voltage within the black power cable being below the alarm threshold. The system controller was exchanged within approximately 1 minute of being put into use to resolve the alarm, and the pump operated as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis under this event. Questions regarding the event were asked multiple times and no responses were received, and the root cause of the reported event was unable to be conclusively determined through this analysis the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their system controller, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.